Event description:
Caller reported that a nurse received results of 7.3 inr, 5.5 inr and 3.6 inr for a patient within a few minutes on the coaguchek xs system. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Discarded, will not be returned.